Manufacturer narrative:
This is one of one initial/final report being submitted for this complaint with associated manufacturer MFR# 1226348-2016-00136. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a healthcare professional, during a stent assisted coil embolization procedure the enterprise stent (enc453712/10530613) fell off from the sheath prior to being advanced. The event occurred prior to introduction into the microcatheter. A new stent was used to complete the procedure. There were no reports of patient injury. There were no intra or post procedural complications or surgical delay related to device or reported event. It was initially reported that the complaint product is available for return.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint with associated MFR # 1226348-2016-00136. An enterprise stent was received deployed inside of a pouch. The rest of the enterprise device was not returned for evaluation. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed as the only the stent was received for evaluation and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure of premature deployment was confirmed since the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the reported event. Procedural factors and handling process appear to have contributed to the reported failure. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. No corrective action will be taken at this time.